Manufacturer narrative:
The reactivity of the e antigen was confirmed on retention capture-r ready-screen 4 (crrs 4), lot k229. This was the same lot used by the customer. A service call was made. The instrument was found operating within specifications. The returned patient sample contained large amounts of fibrin and could not be tested on the instrument. Manual testing was performed with customer's patient sample using retention crrs (4). Sample exhibited very weak reactivity (score of 3 on a scale of 0 to 10) with the e+e- cell. Hemagglutination tube testing was performed with customer's patient sample using selected e+ and e- cells from retention panocell-10. Sample exhibited +w reactivity with all cells tested at iat. We were unable to reproduce the unexpected negative reactivity observed by the customer. The event appears to be related to the nature of the sample.

Event description:
Customer reported a missed anti-e for a sample tested on the galileo using the 4 cell screening assay. This patient has a history of a previously identified anti-e. The sample was not re-tested on the galileo.